Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient c/o feeling tired and sluggish and not feeling right after excercise. There were programming changes made to the patient's device and the device remains implanted and in use. There were no further complaints from the patient after programming changes.